Event description:
As reported by the marketing affiliate, the tip of three infiniti diagnostic catheters were noted to have come off inside the packaging, and 3 other units had several small particles that came off the catheter inside the packaging. Another single unit had both catheter particles and a separated tip inside the packaging. These defects were all noted on the same date, when the catheters were still inside the packaging (some opened, some still closed). None of the products were ever used clinically, and will be returned for analysis. Preliminary analysis of the returned catheters revealed discolored hubs, discolored mounting cards, and fine blue catheter particles scattered throughout some of the pouches. The particles appear to have come from the strain relief areas of the catheters involved, and these areas have a brittle and partially disintegrated appearance. The distal white soft tips appear deformed/melted on some of the returned units, and missing on other returned units. It appears, based on this preliminary analysis, that the returned units have been exposed to unusual heat and/or uv at some point. For this specific unit, the white distal tip is detached from the catheter and was no longer in the opened pouch.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of seven products found defective at the same time prior to use by the affiliate account. Please reference MFR. Report numbers 9616099-2010-00180, 00181, 00182 and 00183.

Manufacturer narrative:
As reported by the marketing affiliate, several areas of damage were observed on 7 infinity diagnostic catheters prior to use. The tips of three infiniti diagnostic catheters were noted to have come off inside the packaging, and 3 other units had several small particles that came off the catheter inside the packaging. Another single unit had both catheter particles and a separated tip inside the packaging. These defects were all noted on the same date, with the catheters still inside the packaging. None of the products were ever used clinically. Preliminary analysis of the returned catheters revealed discolored hubs, discolored mounting cards, blue fine catheter particles were scattered throughout the pouches, and the particles appeared to come from the strain reliefs , which have a brittle and partially disintegrated appearance. The distal white soft tip appears deformed/melted on some of the returned units, and missing on other returned units. One non-sterile 6 fr diagnostic catheter was received inside of its original pouch. The unit was received with the soft tip separated; evidence of the tip fusing was observed. The hub was discolored (yellow). The ID and od of catheter body were measured and were found to be within specification. The unit was sent to sem analysis to evaluate damage in the body/brite tip. Sem analysis revealed multiple cracks in the brite/soft tip; these cracks suggest brittleness or degradation of the material. The lumen presented a semi-oval shape, suggesting possible stretching. No visual evidence of any chemical degradation was noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The lots were manufactured and then distributed to two different locations from where the products were supplied to the customer. The customer had the products in storage for approximately one year for some units and over two years for other units before the failures were discovered and reported. There is a potential that some abnormal storage conditions may have occurred but this could not be confirmed. The exact cause for the confirmed catheter damage could not conclusively be determined; however, it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the damage observed. However, it appears that exposure to unusual environmental sources, such as heat and /or uv rays may have contributed to the damage found in all the units evaluated.